Event description:
It was reported that during a surgical procedure at the user facility, the attachment is not holding the bur when the attachment is set to run. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during a surgical procedure at the user facility, the attachment is not holding the bur when the attachment is set to run. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The bur did not fall out of the attachment but was able to be forcibly pulled out when it should have been locked. The event of the attachment having bur locking issues was duplicated and confirmed during service evaluation. The device was found to have a bearing seized on the push rod; based on the risk documentation a bearing seized to the push rod can be due to aggressive cutting. The attachment is not a repairable device and will not be returned to the user facility.